Event description:
Last week, I had to see my eye dr due to eye problems I have been dealing with for a couple months. I had to pay for an eye exam (twice) and my dr gave me two eye drops (prescriptions) that totaled another #65.00 that, I am unable to afford. And now, I have found out that this was all due to my contact solution and I would like to be reimbursed for the exam and drops and also to receive solution and a new contact case. If someone could contact me. It would be greatly appreciated! Thanks.